Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Logfile review showed that vac2 was not completely sealed (but valid, because greater than 600mbar). No technical abnormality could be found in the logfiles. The system was working as intended. No technical root cause was identified as the product was found to be within specifications. As the vac2 was not completely sealed the most likely root cause is that the patient or suction ring moved slightly in treatment which was causing the vac2 to fall below the error limit. So the root cause is determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a vacuum error at 41 percent of lasik flap creation. The surgeon will repeat treatment in a couple of months. Additional information has been requested.